Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, the physician reported difficulty securing the right atrial lead into position. Additionally following pocket closure, noise and high out of range pacing impedance measurements were exhibited. The pocket was reopened, at which time an under inserted terminal pin was noted. The lead terminal pin was fully secured into the header and the procedure completed with no adverse effects reported.